Event description:
Additional information was provided by the surgeon. Who indicated, the patient had undergone a procedure on the left eye. (B)(6) day postoperatively, the patient¿s eye developed mild edema. And (B)(6) days postoperatively developed a scratchy eye. A culture was taken and was positive for methicillin-resistant endophthalmitis. The patient was referred to a retinal specialist. The patient underwent an anterior chamber wash with an antibacterial injection.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this custom pak, therefore the device history records traceable to the reported procedure pack could not be reviewed. A custom-pak is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each pak and item in the pak meets customer, process, and regulatory requirements. Several sizes are available to accommodate the best fit for the custom-pak. Once the custom-pak is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case of the pouches to ensure all custom-paks meet all sterilization cycle parameters for acceptability prior to release. A sample was not returned; therefore, the root cause for the customer reported event cannot be determined. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Custom pak and the components inside of the paks are single-use items provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced postoperative endophthalmitis after the procedure. The patients current condition is unknown. Additional information was requested; however, none has been received to date.